Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. When the iab fill key was pressed the pump started and then the pump would pump as intended. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) the nurse called into the emergency support line, the cardiosave hybrid was having autofill failure after trying to autofill and calibrate the pump would not autofill when the scheduled autofill and calibrate was initiated by the pump. It would then alarm autofill failure. When the iab fill key was pressed and then pump started, the pump would pump as intended. No patient harm or injury reported.